Event description:
It was reported that during a procedure for diagnosis, the doctor went to close the forceps after taking the biopsy and a loud click was heard. The doctor removed the forceps from the scope and found the jaws perpendicular and wire broken.